Event description:
It was reported to the philips that the suite computer was unable to boot up, which can impact system booting. No harm to the user or patient was reported. Philips has started an investigation of this complaint.